Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. The customer provided some photographs; however, these were not sufficient to support a conclusive analysis. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that they noticed the catheter sheared away from the needle during removal/end of therapy. There was a medical intervention required. This damage could cause harm to the patient. There was no patient involvement and there was no patient harm.